Event description:
The patient reportedly experienced an overly loud sensation. The next day, the patient was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. Surgery has been scheduled to explant the patient's device.